Event description:
It was reported that this right ventricular (rv) lead exhibited noise and low impedance. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.